Manufacturer narrative:
The probable root cause is due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and the customer reported complaint was not replicated/confirmed. Visual inspection, manual articulation of inputs, recognition, engagement, and intuitive motion tests/inspections were performed, and the complaint could not be reproduced. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument's range of motion was never right. The procedure was completed with no reported injury.